Event description:
It was reported that the patient was seen in the emergency room due to syncope. Review of the transmission indicated that the implantable loop recorder (ilr) had ventricular oversensing. No changes have been made and the ilr remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).